Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance, assisting the caller in performing a pump reset, which resolved the issue as the cgm error did not reoccur. The caller successfully started a new sensor session.